Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the tracheostomy tube had cuff inflation/deflation issue for size 8 tube. The customer reported that the tracheostomy tube was tested prior to be blowing the cuff to 15 cmh20 and checked with a pressure gauge. The customer also reported that the patient was reintubated. It was indicated that the patient remained in (B)(6) ICU((B)(6), intensive care unit) and the tracheostomy tube was changed in size 7xl due to ongoing cuff leak with the size 8.